Event description:
While performing pms on the CT/I system, the field engineer received a cut on their head that required five staples. The fe was working on the slip ring and brushes on the rear of the gantry with the covers removed. Fe was collecting their tools in a crouched position and upon standing up, they hit their head on one of the rear gantry cover mounting brackets that are attached to the gantry frame. The mounting brackets are made of stamped steel and extend out from the gantry frame in order to engage the cover. There was no device malfunction, failure, or problems with the system.